Event description:
Nellcor puritan bennett received a call from a rep of user facility on 5/28/1999. User facility called to report the following problem: all leds on with a constant single tone alarm. No volume delivered. Not on pt.